Manufacturer narrative:
H6: medtronic is continuing to investigate.

Event description:
Medtronic engineering is investigating how excess mold flash was left on lp20 test plugs that can cause difficulty removing them from the therapy cables' quick-combo connectors.